Manufacturer narrative:
A visual examination of the complaint device revealed that the catheter was broken in two sections which indicated that the broken section was retrieved. Residues were present on the device indicating use or handling. The catheter was noted to be broken approximately 30cm from the hub and approximately at 5cm from the proximal section of the wings. The wings of the device were extended when received. It was also noticed that the catheter was bent approximately at 9cm and 12.7cm from the hub. A suture was wrapped around the catheter approximately 21.5cm from the hub and appeared to have been used to pull the device as the suture was cinched into the catheter. It was also noted that there were marks near the broken area most likely made by a tool trying to pull out the device. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a re-entry malecot nephrostomy catheter was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, while the catheter was being pulled out, it broke off with the other half detached inside the patient. It was retrieved using an antegrade, with graspers through the percutaneous sheath. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a re-entry malecot nephrostomy catheter was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, while the catheter was being pulled out, it broke off with the other half detached inside the patient. It was retrieved using an antegrade, with graspers through the percutaneous sheath. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.